Event description:
Coil did not deploy properly. The device was retrieved and a new coil inserted. There was no harm to the pt, but did result in slightly increase of time. The product was replaced with equivalent.what was the original intended procedure?endoscopic aaa repair.